Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/1/2024, it was reported by a sales representative via email that a patient underwent a procedure in the summer of 2023 in which an ar-13995n multifire scorpion needle broke and remained in the patient. No further information was provided. Additional information is requested. Additional information was provided on 03/01/2024, where the sales representative reported that this event occurred during a rotator cuff repair. It is believed that another multifire needle was used to complete the case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.